Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding (the head right brake was worn). The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found during a between patient inspection of the bed that the brakes were not holding due to them being worn. Per the hill-rom user manual, warning: patients may use the bed for support whiling entering or exiting; if the unit moves unexpectedly, patient injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on his bed. The technician replaced the head right caster to resolve the issue. Based on this information, no further action is required.